Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was going to get their device replaced and that the patient's healthcare provider (hcp) turned the patient's device off yesterday. The patient was having the device replaced because the device was burning the patient. The burning was reported to have started about 6 weeks prior to the call and that when therapy was turned off the pain was gone. According to the patient the pain started slowly about a month and a half ago and then escalated and woke the patient up if they rolled over on that side. The pain was intense and if the patient brushed against anything "it was unnerving." The patient reportedly got really bad two weeks prior to the call. The implant was described as going haywire. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. No device replacement was scheduled at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.